Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost weight and their implantable cardioverter defibrillator (ICD) system was putting pressure on their skin causing pain. The patient¿s ICD, right atrial (ra) and right ventricular (rv) leads were positioned to the scar tissue under the left subpectoral. The ICD, ra and rv leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.